Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the fusion oxygenator, there was a slow pressure increase, output at full flow was 250 mmhg after five minutes, and pressure was greater than 600 mmhg with flow at a maximum of 40%. The thrombocyte count before the procedure was 340,000 and decreased to 90,000 after the procedure. After 35,000 iu heparin through anesthesia was administered, the activated clotting time (act) value was 540s, which was measured 5 minutes after heparin administration. The customer checked approximately 3 minutes after electrocardiogram (ECG) started and the act result then showed 850s. Anticoagulant administration included 35,000 iu and 10,000 iu in priming. Blood temperature was approximately 35.5 degrees celsius and water temperature was 36 degrees celsius. The device was replaced to complete the procedure and electrocardiogram results were unproblematic. No patient complications have been reported as a result of this event. Electrocardiogram results were unproblematic medtronic received additional information that medtronic received additional information that the pressure was measured pre oxygenator. Heparin dosing was monitored to achieve optimal therapeutic response with the act plus. The act value without heparin was 125s. A total dose of 45,000iu heparin (anesthesia + priming) was administered. The thrombocyte count value cannot be explained by blood loss during oxygen exchange, which amounted to a maximum of 500ml, rather significantly less blood loss during the exchange procedure.

Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of clotting/fibrin. Pressure integrity testing showed no internal or ex ternal leaks when run at 3 l/min with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7 l/min blood, gas flows) and the results are as follows. 228 mmhg blood side pressure drop. Additional information b5: medtronic received additional information that there was no leak observed from the device. Medtronic received additional information that the customer stated there seems to be a problem with platelet activation. Coagulation was definitely switched off on the plasma machine, as proven by an act greater than 400 s. The customer spoke to various people about this issue, including hematologists. They suggested that there may be a surface problem or something similar leading to thrombosis activation. To test this, whenever there were oxygen problems, a bb measurement was always taken immediately after replacing the oxygen and stabilizing the patient's condition. They have found a strong (disproportionate) platelet drop in all patients. It was stated that this could never be explained by blood loss, dilution, or anything similar. Correction d5 (oper of dev): this field has been updated. Correction h8 (usage of device) : this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that bb stands for blood count. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.